Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: b4: date of this report, b5: describe event or problem, h1: type of report, follow-up number, h2: follow up type, h3: device evaluated by manufacturer: change ¿no' to 'yes', h6: evaluation codes, h10: additional narrative. Two tapered screw-vent implants (tsvb8 & tsvmb10), and one abutment were returned for investigation. There were no allegations against the abutment. Therefore, this investigation was performed only on the implants and associated events. Visual evaluation of the as returned implants identified fracture around the collars and bone residue around the external threads due to usage. Functional testing and dimensional analysis could not be performed due to the nature of the devices and events. Pre-existing condition noted on the per was 'hypertension'. The devices had been placed on tooth # 36 and 37 (fdi) for approximately 3 years (tsvb8) and 5 years (tsvmb10). X-ray or picture images were not provided. Review of appropriate documentation: documents reviewed: instructions for use - tapered screw-vent and trabecular metal implants, ifu4869 rev (B)(6) 2019. Information identified: warnings, precautions and breakage (pages 1 & 2). Per the applicable IFU, applied loads exceeding the normal functional design tolerances of the implant components may result in implant fracture and bone loss. DHR review for the lots (63501620 & 62625935) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimmer biomet. Lots were inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lots (63501620 & 62625935) and no similar event or complaint was found. January post market trending was reviewed and there were no actionable events or corrective actions for the reported events or products. Therefore, based on the available information, device malfunction did occur and the reported event of 'implant fracture' was confirmed. However, 'bone loss' could not be verified since it is a medical condition and the exact details of event and patient anatomical condition were nonverifiable.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided. UDI not available. Email address unknown / not provided.

Event description:
Upon investigation is noticed that the implant was fractured and removed. Bone loss was reported as a consequence of the event.